Manufacturer narrative:
On december 15, 2020, mentor received additional providing an updated patient identifier and date of explant. Relevant fields have been updated. On december 23, 2020, mentor received additional information indicating that upon explantation, the left sided device was found to be intact. No rupture was experienced the left side as previously reported. Relevant coding has been updated. Reason for device explant and/or reoperation: breast pain, suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced bilateral breast pain and ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.